Event description:
The end of the sv5 wire sheared off into patient. The end was not retrieved. The physician was able to identify the tip of the wire in the vessel and to use a stent to trap it against the wall of the vessel to prevent thrombosis and distal embolization. The patient was discharged the same day. He came back today for the 2nd stage of his intervention and has experienced no complications from the procedure.device #1is this a laboratory device or laboratory test?no.